Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The customer reported that the shunt touched to the iris after the surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that three days following a cataract extraction with intraocular lens (iol) implant/ glaucoma filtering device implant procedure, the device touched to the iris. The patient experienced hypotony. The event was resolved with no intervention approximately one month following the surgery. The device remains in the eye. Additional information has been requested.